Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, upon splitting the sheath, it broke about 5 inches from the proximal end completely. The catheter was attempted and not used. No patient complications have been reported as a result of this event.